Event description:
It was reported that the catheter had been placed for obstetric use. Upon routine removal, difficulty was encountered while the pt was in a seated position. The catheter began to stretch and then separated, with a portion retained. X-ray confirmed a 4cm portion of the catheter in the epidural space. There are no plans to remove the retained catheter piece. There were no pt complications.